Event description:
Related manufacturer reference numbers: 2017865-2023-45312. It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited inappropriate anti-tachycardia pacing due to noise over-sensing. Both the implantable cardioverter defibrillator and rv lead were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported events were inappropriate atp and noise. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.